Event description:
A facility reported a certas valve (ID 828814pl) was implanted to treat hydrocephalus with pressure setting 1. The valve broke about 1 month after implantation due to siphonguard disconnection from valve mechanism. Therefore, the valve was removed and replaced on (B)(6) 2022. Based on information provided, there was a fluid collection that appeared underneath the shunt incision.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.